Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter cartridge and vacuum pump oil were not returned for evaluation. The assignable cause of the odor/smells is the oil mist filter cartridge and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The correct brand name is sterrad(tm)nx sys-japanes. The correct catalog number is 00-10033-2-002, the correct serial number is (B)(4). A field service engineer was dispatched to customer site. The vacuum pump oil and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 09/10/2016.

Event description:
A customer reported an odor from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.